Manufacturer narrative:
11 users underwent covid-19 testing and pcr at different time intervals; 11 users remained asymptomatic at all times; two users were found to be positive during the first pcr, while the remaining nine users were both negative during the second pcr; the first pcr test was three days later than the covid 19 test, and the second pcr test was five days later than the covid 19 test; during the evaluation testing process, it is certain that some users have tested positive. The manufacturer retested the lot (231co21013) sample and the test result was qualified; the manufacturer attempts to obtain the remaining covid-19 antigen rapid test from the user to confirm whether there is any risk of the product being used by the user .

Event description:
Event details:((B)(4)). I am reaching out to report some possible false positive results. The tests were conducted at a skilled nursing facility in studio city california on residents at the facility with known exposure to covid 19. I- health covid-19 antigen rapid test - used in the testing events. Lot # 231co21013. Use by 01/05/2025. (B)(6) 2024: residents were tested with rapid antigen 11 tested positive all asymptomatic (B)(6) 2024: antigen and pcr repeated- 11 tested negative on rapid antigen and remained asymptomatic 2 were positive on confirmatory pcr 9 were negative on pcr (B)(6) 2024 antigen and pcr were repeated on 9 all 9 negative